Event description:
It was reported that the battery of this implantable pacemaker dropped from 2.5 years to 8 months in a span of 9 months. Also, non-sustained episodes appeared to be alerting almost daily. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting normally. Furthermore, the longevity has exceeded expectations as the battery was outperforming the nominal model. The labeled replacement recommendations of the device apply. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to fields e1 initial reporter first name and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that the battery of this implantable pacemaker dropped from 2.5 years to 8 months in a span of 9 months. Also, non-sustained episodes appeared to be alerting almost daily. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting normally. Furthermore, the longevity has exceeded expectations as the battery was outperforming the nominal model. The labeled replacement recommendations of the device apply. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.